Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. A femoral angiogram was not performed prior to device deployment. Reportedly, as the knot was advanced to the arteriotomy, the entire suture with the knot intact pulled out from the vessel. A second proglide device was deployed over the existing guide wire to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Reportedly, a femoral angiogram was not performed prior to deployment of the device. Per the perclose proglide device instructions for use under the arterial site and puncture considerations section, the operator is instructed to perform a femoral angiogram prior to device deployment to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture being pulled out of the artery while advancing the knot was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. A femoral angiogram was reportedly not performed prior to deployment of the perclose proglide device. Per the warning section of the instructions for use (IFU) the operator is instructed to perform a femoral angiogram to verify the location of the puncture site. In addition, the arterial site and puncture considerations section of the IFU states prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery.